Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that only small portions of the meter display were visible and segments of the results field were missing. The customer performed a display check. The customer could only see the battery symbol and small parts of the display. There was no allegation of an adverse event. The preliminary investigation determined the meter would not power on and that the battery contacts were corroded. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.